Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was causing pocket twitching. Capture management was turned off. The lead remains in use. No further patient complications have been reported as a result of this event.